Event description:
It was reported that the patient was experiencing inadequate stimulation. High impedances were noted on the left lead during a reprogramming attempt. The patient underwent a lead explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).